Event description:
The manufacturer received information alleging an issue with a ventilator's volume and a service required error related to circuit disconnect. There was no harm or injury reported. The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board need replaced and the device recalibrated to address the issue.